Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. Although the customer¿s allegation could not be confirmed and exact root cause could not be determined, it is possible there may have been an intermittent failure of a faulty board causing intermittent image issues and the reported e177 error. This report will be supplemental if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation. Visual inspection of the returned device found minor scratches on the top cover and the language was set in spanish. The front socket and all of the rear connectors were in good condition. The customer¿s allegation was not confirmed. The processor was powered on and off multiple times during inspection and the device finished the startup sequence shortly afterwards as normal each time. The device never displayed the error e117 throughout the burn-in test, which had occurred for more than six (6) hours. The processor was also checked together with olympus test equipment (lightsource clv-s400, monitor oev261h and a camera head cable 4k ch-s400-xz-eb). The color image and signals were good, and the device appeared to be functional. There was communication between the camera head and the camera control unit. All camera head switches could be activated and displayed accordingly on the monitor screen. The subject device was retested multiple times but the e117 would not occur. The unit passed electrical leak test and all functional testing. As the failure could not be reproduced during the device evaluation, a root cause could not be determined. When e117 occurs, it is recommended to do the following: ¿set the dip switch to 00. Adjust the 7-segment of mb. Replace the power supply unit, v/mb harness, v group, gpu group, cpu and mb.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit displayed an e117 error message prior to a therapeutic laparoscopy. It was reported that after half a minute, the device display shows error e117. When a camera head is connected, there is an image on the monitor but there is no communication between the camera head and the camera control unit. The device was unable to be used as the error code prevented the device from responding. The procedure was not completed at the time and was later rescheduled for an unknown date. The procedure was completed with a different laparoscopic tower from another brand. There were no reports of patient harm associated with this event.